Event description:
It was further reported that there was a loss of power on the controller.

Manufacturer narrative:
Correction: e1, g4 correction to initial MDR, h10 product event summary: the controller and two batteries were returned for evaluation. Failure analysis revealed that the returned batteries passed visual inspection and functional testing. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed a hairline crack around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigated conducted under (B)(4), the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed a controller power up event on (B)(6) 2017 at 20:02:29. The data point recorded on the controller's internal logs prior to the loss of power, at 20:01:18, revealed that no power source was connected to power port one and (B)(4) was connected to power port two with 38% relative state of charge (rsoc). The data point recorded after the loss of power, at 20:03:06, revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 6 seconds. Loss of power to the controller will trigger the display to become dark and show no parameters. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller display darkened, blanked out, and did not show parameters. After the batteries were disconnected and reconnected, the display showed the parameters again. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Additional testing was performed on the controller at the high end of the temperature gradient (50 degrees celsius) for about 3 hours (under the following condition: 2500 rpm and 3.9watts) to further evaluate the controller display function and the lcd display worked as intended. Failure analysis revealed that the returned controller passed functional testing however visual inspection revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed 1 controller power-up and associated pump start event was logged on (B)(6) 2017 at 20:02:29. The controller loss of power occurred at 20:02:23 hours. Qadata logs entry prior to the controller loss of power, at 20:01:18, revealed that a battery was connected to power port 2 with 38% relative state of charge (rsoc) and no power source was connected to power port 1. The data point after the controller power up event, at 20:03:06, revealed that a battery was connected to power port 1 with 96% rsoc and a battery was connected to power port 2 with 96% rsoc. Pump off time was 6 seconds. As a result, the reported display could not be confirmed; however, the recorded loss of power will trigger the controller display to be blanked out and without parameters. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.